Event description:
Dr. (B)(6) has advanced the neuron with an 035 wire up to his working position. He was able to begin his treatment without incident. He then tried to advance the neuron another centimeter without the use of a wire and kinked the catheter on the distal end.

Manufacturer narrative:
Technical eval: visual: the neuron was returned with kinks at 5 cm and 12 cm from the distal tip of the catheter. Conclusion: when the physician attempted to advance the neuron without guidewire, the catheter kinked. The neuron is designed to be an over-the-wire catheter. (B)(4).